Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was reported that the left ventricular (lv) lead did not pace at maximum output. An x-ray revealed that the lead dislodged. The lv lead is planned to be explanted and replaced. No patient complications have been reported as a result of this event.